Event description:
It was reported that the asymptomatic patient presented in the operation room for atrial lead revision. The lead exhibited low impedance due to insulation anomaly. The lead was capped and successfully replaced on (B)(6) 2017 without adverse consequence to the patient. The patient is well.